Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 690 mg/dl at the time of the incident and current blood glucose was 490 mg/dl. The customer¿s blood glucose was in the range of 400 mg/dl to 600 mg/dl. The customer was treated with shots. The customer had symptoms such as flu in the head hurts her stomach hurts. The customer does not allege pump was under delivering. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value from reported event was 134 mg/dl sensor glucose value from reported event 62 mg/dl at the time of the event. The insulin pump and sensor will not be returned for analysis.